Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that after the customer fell, the pump touchscreen was found to be cracked and was no longer functional. Customer's blood glucose was within range (value not provided). Reportedly, customer reverted to using an alternate method of insulin therapy.